Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience to hypoglycemia. Customer's blood glucose level was other 42 mg/dl. And now 200. Customer reported that the other one was almost unconscious and treated with juice. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer's blood glucose was below 42 mg/dl and not 200 mg/dl.